Event description:
Report received of no audible alarm tones. During testing at the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clincial use.